Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that x-rays indicated that the leads were fractured. As a result, surgical intervention took place on (B)(6) 2025 where the leads were explanted and replaced to address the issue.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances on scs leads. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received.